Event description:
The patient underwent a right total hip replacement on 12/19/90. An arthopor acetabular cup, a poly-dial socket and a weber permalock stem were also implanted. On 10/1/92 the patient adducted and markedly rotated his right lower extremity. X-rays revealed fractured ball of the femoral prosthesis and mild superior and posterior displacement of the femur relative to the acetabulum. The patient underwent an open reduction and internal fixation of the dislocated right hip with revision of the acetabular liner and prosthetic femoral head. The manufacturing representative has been notified and will be investigatingdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.